Manufacturer narrative:
It was reported that during a bowel case, the tip on the cautery pencil broke. It is not known if it was manipulated in any way prior to its use. The piece was removed without injury or further incident. The two pieces of the tip were returned and the issue was confirmed. The tip is manufactured by bovie medical and will be returned to them for review and investigation.

Event description:
It was reported that during a bowel case, the cautery tip broke. There was no injury to the pt.